Event description:
During an atrial fibrillation ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated was selected for use. The catheter was successfully irrigated before inserting into the patient. The bubble alarm sounded and it was discovered that the stopcock was not attached between tubing and catheter. The catheter was removed from the patient and stopcock attached. Upon flushing catheter outside of the patient, a fluid leak was noted at the tubing end of the catheter handle. A new catheter of the same type was used instead. The procedure was completed without any patient complications.

Event description:
During an atrial fibrillation ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated was selected for use. The catheter was successfully irrigated before inserting into the patient. The bubble alarm sounded and it was discovered that the stopcock was not attached between tubing and catheter. The catheter was removed from the patient and stopcock attached. Upon flushing catheter outside of the patient, a fluid leak was noted at the tubing end of the catheter handle. A new catheter of the same type was used instead. The procedure was completed without any patient complications.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected and revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint confirming the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.